Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned high results for "many patients" tested for crep2 creatinine plus ver.2 (crep2) on a cobas 4000 c (311) stand alone system. The customer provided an example of erroneous results for 1 patient sample. The erroneous results were not reported outside of the laboratory. The initial crep2 result was 1.34 mg/dl. The same sample tube was repeated and the result was 0.48 mg/dl. There was no allegation that an adverse event occurred. The crep2 reagent lot number was 28332401 with an expiration date of 30-jun-2018.

Manufacturer narrative:
The field service engineer (fse) visited the customer site and replaced the gear pump as a preventive action. Afterwards, the issue was solved. The investigation was unable to find a definitive root cause.